Manufacturer narrative:
(B)(4).

Event description:
It was reported, the device was removed due to an infection at the pump site. There was pain and redness at the site. The catheter was removed due to a break, hole or tear. It was noted there was no injury. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no anomaly found. The catheter returned was incomplete; returned in segments. Analysis of the catheter revealed acceptable testing; no significant anomaly found.